Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of undersensing noted via merlin.net transmissions. Technical support was contacted and recommended reprogramming changes. The device will be programmed at the next follow-up appointment. The patient was stable with no consequences.